Event description:
The patient's wife reported that the patient was transported to the emergency room for hypoglycemia, by ambulance on (B)(6) 2026. The patient's blood glucose levels declined to 60 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. No symptoms were reported since the wife was not with the patient at the time of the medical event. The patient was treated by the paramedics with glucose tablets and was given orange juice in the emergency room. The patient refused to stay at the hospital and was released the same day, on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone phone_control_ios, omnipod 5 software app version 2.1.0, operating system 26.2, hardware iphone16.2, cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.